Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any defect could have contributed to the reported adhesion issue, patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
Doctor (B)(6) called to report that on (B)(6) 2014, the patient was hospitalized with diabetic ketoacidosis due to the adhesive issue which causes the cannula to pull away from her skin. Her blood glucose was reading "high" (>500 mg/dl). They placed her on an intravenous therapy of insulin and she was also given manual injection of insulin. The physician stated that she will be released on (B)(6) or maybe the next day. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return calls.